Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion of lemtrada occurred. No patient harm was reported.

Manufacturer narrative:
The customer¿s experience of an over infusion of lemtrada was confirmed by the customer during their own investigation. The root cause of the customer¿s complaint of an over infusion of lemtrada is a result of the priming volume in the IV tubing and dead space.

Event description:
It was reported that an over infusion of lemtrada occurred. No patient harm was reported.